Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the customer with the safety data sheet. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer accidentally mistook the reagent for eye drops and added 2 to 3 drops in the right eye only. The consumer experienced the prolonged sting immediately which caused them to pause before administering to the left eye. The customer rinsed their eye several times with cold water and have been holding a damp wash cloth over the eye. The eye is very red, and the vision from the right eye is blurry. The customer confirmed that there was no other reactions or apparent injury. No additional information, including treatment and outcome, was provided. The consumer reported the accidental reagent exposure via medwatch (mw5162989).

Manufacturer narrative:
Correction h6 - medical device problem code. A product deficiency was not reported or found. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer accidentally mistook the reagent for eye drops and added 2 to 3 drops in the right eye only. The consumer experienced the prolonged sting immediately which caused them to pause before administering to the left eye. The customer rinsed their eye several times with cold water and have been holding a damp wash cloth over the eye. The eye is very red, and the vision from the right eye is blurry. The customer confirmed that there was no other reactions or apparent injury. No additional information, including treatment and outcome, was provided. The consumer reported the accidental reagent exposure via medwatch (mw5162989).

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer accidentally mistook the reagent for eye drops and added 2 to 3 drops in the right eye only. The consumer experienced the prolonged sting immediately which caused them to pause before administering to the left eye. The customer rinsed their eye several times with cold water and have been holding a damp wash cloth over the eye. The eye is very red, and the vision from the right eye is blurry. The customer confirmed that there was no other reactions or apparent injury. No additional information, including treatment and outcome, was provided. The consumer reported the accidental reagent exposure via medwatch (mw5162989).